Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on an unknown date. According to the complainant, during the procedure, the clip did not deploy. Reportedly, then the clip would not close and fell off in the channel. No patient complications have been reported due to this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block b3: date of event was approximated to (B)(6) 2020 as the event date is unknown. Block d4, h4: the complainant was unable to report the device lot number; therefore, the manufacture date and expiration dates are unknown. Block h6: device code 2906 captures the reportable event of clip did not deploy. Block h10: investigation results the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the clip assembly was not returned while the yoke was not attached to the control wire. The catheter was kinked at the middle and proximal sections. Additionally, the handle was inspected for further analysis, and it was noted that the control wire was correctly attached to the spool. Microscope examination was performed on the most distal section of the device, and it was confirmed under high magnification that the bushing had some marks in its hooks. Dimensional examination was performed to further analyze the deployment issue; the handle was disassembled, and the flattening wire was confirmed to be within specification. A dimensional analysis was performed on the catheter, and the length from the ferule to the most distal section of the catheter was within specification. A dimensional analysis was also performed between the hooks of the bushing, and both side a and side b were out of specification. No other issues with the device were noted. The reported event was not confirmed. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. An investigation is in place to address this issue. A manufacturing batch record review was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots, and a DHR history review on the most probable lots did not identify any deviations within manufacturing/ service processes that could have contributed to the event. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/product label.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2020 as the event date is unknown. The complainant was unable to report the device lot number; therefore, the manufacture date and expiration dates are unknown. The d(B)(4).evice has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on an unknown date. According to the complainant, during the procedure, the clip did not deploy. Reportedly, then the clip would not close and fell off in the channel. No patient complications have been reported due to this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.